Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "removal acdf c5-c6 product: reflex hybrid instrument: revision screwdriver (blue knob), the revision driver inner shaft broke. The distal tip snapped off into reflex hybrid screw. Could not remove with driver after and had to pull plate and screw out with other instrument."